Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Customer reported to baxter (B)(4) of a clearlink system, continu-flo set with 2 luer activated valves in which operator observe a leak at the fill chamber. The reported condition occurred during infusion. A patient was involved, but there is no information regarding patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the u.s. And does not have a 510k number. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. The sample arrived out of the pouch primed. Visual inspection showed no obvious abnormalities. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for leaks. No obvious leaks were noted. The sample was then underwater leak tested. This identified a leak from the first y site between the gland and housing. The y site was then visually inspected under a microscope; this showed that the gland housing was cracked. No leaks were detected throughout the remainder of the sample. No further testing was performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.